Event description:
The lead was reported to have decreased sensing and noise consistent with a conductor fracture. The patient was upgraded to a new crt system.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.3 cm to 12.5 cm from the connector pin, exposing the proximal coil. The location of the abrasion is consistent with that of friction to device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.